Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum and the implant depth was 8mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding pre-existing arrhythmia or other previous conduction disturbances. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that optimal placement for the patient was deeper than recommended and is potentially related to the heart block. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 35mm navitor titan vision transcatheter valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The final implant depth was 8mm. The device was implanted. The patient's heart rate lowered and a temporary pacemaker was inserted. It was noted the following day that the qrs complex widened and due to the time period the patient would rely on heart rate management, a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.